Event description:
It was reported that the blake drain was not staying together and the trocar was breaking off the drain line while attempting to place. Per additional information via email on 29apr21, customer stated that the hubless sub they had was faulty and the surgeons were getting impatient with the bo time for the usual drain. The customers had not only malfunctions with the drains themselves, but the surgeon injuries due to change in the work-flow processes.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "material not to specification". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. It also states "drain placement: tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the blake drain was not staying together and the trocar was breaking off the drain line while attempting to place. Per additional information via email on (B)(6) 2021, customer stated that the hubless sub they had was faulty and the surgeons were getting impatient with the bo time for the usual drain. The customers had not only malfunctions with the drains themselves, but the surgeon injuries due to change in the workflow processes.